Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed; however the cause is unknown. One 5 fr triple lumen powerpicc provena was returned for evaluation. An initial visual observation showed the grey luer connector was detached from the extension leg. Use residue was observed throughout the sample and the clamp of the grey lumen was observed to be engaged. A linear pattern of indentations was observed around the entire circumference of the grey lumen approximately 2.3 cm proximal to the molded joint. Some yellowish discoloration was observed near the proximal end of the extension tubing of the grey lumen as well as on the catheter. A microscopic observation revealed the extension tubing of the grey lumen broke within the luer connector. The fracture surfaces of the tubing were observed to be shiny and multiple cracks/fissures were observed throughout both surfaces. Some plastic deformation was observed on both fracture surfaces, especially on the distal fracture surface. Some striations were observed at one location on both fracture surfaces and the tubing material appeared to be adhered to the luer connector at this location on the proximal fracture site. While the exact cause of the break in the extension tubing is unknown, possible contributing factors include excessive pulling, twisting, and manipulation of the luer connector. A lot history review (lhr) of rebr0409 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the grey end of the catheter "popped" off when the healthcare professional turned the patient. No tension was noted at the time of event. No other information was reported, but has been requested.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0409 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Facility reported to the sales rep that the grey end of the catheter "popped" off when the healthcare professional turned the patient. No tension was noted at the time of event. No other information was reported, but has been requested.